Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) receive the tenaculum forceps instrument to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis.

Event description:
It was reported that after completing a da vinci-assisted surgical procedure, inspection of the tenaculum forceps instrument found a broken cable. No fragment fell into the patient. No known impact or patient consequence was reported.